Event description:
It was reported that during a thyroidectomy, ¿the tube attached to the balloon [inflation assembly] dropped during the operation. The doctor replaced this broken tracheal [emg tube] with another new one to complete the surgery. The problem was noticed before the air in the cuff leaked out completely and the patient was successfully reintubated immediately.¿

Manufacturer narrative:
(B)(4). Product evaluation: device received for analysis by qe. From visual evaluation, no obvious bio-residue was present on the device to indicate customer use but since the packaging was found opened, the customer handled the product in some manner. From visual evaluation, the inflation assembly was found (inflation valve and tube) pulled off the main tube which confirmed the customer complaint. The detached inflation assembly was not returned with the device. It is possible that the inflation assembly was inadvertently pulled by the customer during handling/use which caused it to separate from the device. Conclusion: cannot complete investigation, incomplete device returned.